Event description:
It was reported that during patient use, a respiratory therapist (rt) disconnected a ventilator in order to change a patient circuit. While the circuit was being changed the ventilator then alarmed and locked the rt out. The rt could not make adjustments or changes on the ventilator screen. As a result of this malfunction the patient was placed on an alternate ventilator. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and found an error message suggesting a calibration error had occurred. The fse ran the device and it passed calibrations and testing. The reported malfunction was not duplicated.